Event description:
It was reported that telemetry confirmed an end of service (eos) message. The eos was reported to have occurred normally. The patient switched providers when her pump was due to be replaced and was getting it replaced on the day of the report. It was noted that the patient switching providers caused a delay in the pump getting replaced until after eos. The logs showed that eos occurred on (B)(6) 2014. The patient did not have withdrawal or symptom changes so it was possible there were issues prior to that but it was not known when. It was stated that the catheter would likely be replaced too. Additional information received reported that the patient had surgery to replace the pump and then it was found that there was no retrograde flow of cerebral spinal fluid (csf). The doctor left the catheter in with the exception of the connector to the pump. Additional information received reported that there was an issue with the catheter. The catheter had an occlusion and failed to aspirate. The location of the catheter issue was not known. The patient was doing well and had not experienced any symptoms. The pump was infusing bupivacaine, dilaudid (hydromorphone), and baclofen (unknown). A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Upon device return, analysis found that the sutureless connector coring had tears/cuts in the seal which met the leak criteria. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID 8840, product type: programmer, physician. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The pump and catheter were returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code pertaining to 8709sc catheter (previously 22) updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.